Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she was attempting to give herself insulin however was stuck. Customer mentioned that she wears the insulin pump in her sports bra and may have been exposed to moisture from sweat. Customer also mentioned a battery out limit alarm. Customer's blood glucose reading at the time of the call was 159 mg/dl. No further information reported.

Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery test or weak battery alarms were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with intermittent button response noted during testing due to corroded keypad traces. No button error alarms were noted. The pump was also received with a cracked case on the display window corners, a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.